Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report the pump had a power issue and no display on the screen. There was no report of damage to the pump casing, battery compartment or battery cap, there was no moisture seen in the pump, and the battery cap was tight and secure. The reporter replaced the pump battery to no avail. The issue was not resolved, therefore this complaint is being reported. There was no patient injury associated with this issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: power issue was observed in the black box. The pump powered on with audible and vibratory sounds. There was no damage to the returned battery cap or battery compartment. The returned battery was able to tighten completely to the pump with no yellow o-ring showing. The pump cover was removed and no evidence of damage or internal moisture was found on the pcb. The power issue complaint as verified in the history but could not be duplicated. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.